Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were having issues downloading the insulin pump to carelink. They did not have any error message, it was just loading. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The alarm history was reviewed and it was found that they had a lot of insulin flow blocked alarms. They performed the self-test and got a hardware low level failure alarm. The device will not be returned for analysis.